Event description:
It was reported, the patient no longer had stimulation and external devices were unable to communicate with the ipg. A replacement charger was unable to communicate and resolve the issue. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.